Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no product was returned and no catalog number or lot number was provided.

Event description:
A surgeon used about 10cc norian crs fast set putty in area of pt's frontal sinus. Surgeon advised that material has almost completely resorbed with only outer rim remaining. There was no infection but since there was a recurrence of the tumor, surgeon had to re-operate.